Event description:
It was reported that one vial-mate reconstruction device experienced a leak located between the blue plastic and the port. The drug that was being reconstituted was vancomycin. The event occurred in the pharmacy before patient use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. If additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and functional testing were performed without any malfunctions being observed. A root cause of the reported condition could not be identified. Should additional relevant information become available, a supplemental report will be submitted.